Event description:
Reporter calling about problems with freestyle libre 3 sensors and a libre 3 reader. Reporter states he received faulty glucose sensors on (B)(6) 2024. He states each sensor is supposed to last fourteen days, however reporter had three freestyle libre 3 sensors fail over a period of eleven days. Reporter states that when these sensors failed he was unable to monitor his blood glucose. Reporter states he contacted abbott to report the faulty sensors but states had difficulty communicating with their customer service center service. Reporter states he requested a supervisor to call him back and although he was assured a supervisor would contact him, he still hasn't received a call back. Reporter states he has a difficult time understanding the personnel at abbott's customer service line and therefore is unable to appropriately communicate his concerns and problems to abbott, however reporter does state they mailed him new sensors. Reporter states he was forced to go to a local pharmacy to obtain a libre 3 reader. Reporter states the reader is supposed to hold a charge for "4-5 days" but reporter states the battery in his reader was losing a charge after just one day and he was forced to charge it daily. Reporter additionally states the reader will not effectively communicate to obtain blood sugar readings if he wears thick clothing or even if he walks across the room despite the instructions for use stating the reader will be able to provide glucose readings from several feet away. Reporter states he was provided a new reader and it appears to be working much better. Reporter states he has quality concerns with abbott's products and wanted to report file a medwatch report because "I don't believe abbott will". Reference reports: mw5153958, mw5153959, mw5153960.